Event description:
Caire became aware of this incident on 8/6/2010. Caire was notified via user facility/importer medwatch report, with an unavailable uf/importer report number. Pueblo care and rehabilitation center submitted the original user medwatch report. Per the user medwatch report: "upon entering room to respond to resident's call, his portable liquid oxygen concentrator was noted lying on its side in bed next to resident. Upon examination, skin on right elbow and right side of back from shoulder to mid-back was noted to be white and hard, as was mattress underneath concentrator. Resident sustained extensive burn to skin requiring hospitalization." Based on serial number provided on the submitted user medwatch report, the subject unit involved was a companion 1000/t, not a concentrator, as referred to in the above description given by pueblo care and rehabilitation center.